Manufacturer narrative:
Evaluation reported that one complete dpt kit was received and inspected. Evaluation of the device found no blood on the kit. The vent cap was still attached at the male connector, located at the end of the line. No blood was observed to be in contact with the connector and no leakage was found from the kit during the leak test. The report states that there were no patient injury.

Event description:
It was reported that the nurse wanted to measure the venous central pressure and observed a blood backflow in the tubing. To stop the backflow, she reportedly flushed the system and induced an air embolism in the pt.